Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after resuming pump use, the user experienced persistent high glucose readings on the ilet and noted recent multiple bent cannulas from their current box of infusion sets; a fingerstick was performed and the user was advised to recalibrate the pump and monitor, with guidance to replace the infusion set if glucose did not decline. Symptoms included hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included remote troubleshooting and education, including calibration guidance, infusion set assessment, and follow-up attempts for data synchronization. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with a potential contribution from infusion set or cannula issues given reports of bent cannulas. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.